Event description:
It was reported that caller previously did not see drops of insulin at end of tubing during fill tubing step after overfilling and reusing cartridge, and this raised concern about proper insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer resolved issue by changing infusion set and cartridge and was educated that cartridges are single use and should not be overfilled, while technical support arranged replacement supplies and requested lot numbers, although it was not confirmed whether customer had resumed insulin therapy.